Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose value was 462 mg/dl and treated with manual injection. The customer reported that insulin pump had no delivery alarm and states that it's the sites that caused the no delivery but she connected her tubing and res with her moms pump and it was able to deliver the bolus. The product was not returned for analysis.